Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc trek device is being filed under a separate medwatch MFR number. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and use of the balloon in the patient anatomy. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. An indeflator, filled with water, was used to pressurize the balloon below the rated burst pressure (rbp) and fluid was observed leaking at a pinhole in the balloon proximal to the distal shoulder, confirming the reported rupture. There were no scratches visible. Balloon rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis confirmed the balloon exhibited a leak proximal to the distal balloon marker. It was determined the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was observed at, near, and adjacent to the leak. Radial partial tearing was also observed near the leak. It was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy, such that the balloon ruptured during inflation at 13 atmosphere. Additionally, it was reported the balloon was not soaked prior to use, which also may have contributed to the reported rupture; the trek instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It was reported a dissection occurred after the balloon ruptured. Additional treatment was used as three stents were placed covering the lesion and dissection. Dissection is a known adverse event listed in the trek IFU. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. A review of the device manufacturing record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Based on the information received with this incident, the returned product and sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during predilatation of the highly calcified, long lesion of the right coronary artery (rca), the 2.5 mm x 12 mm trek was inflated the first time at 13 atmosphere (atm) when the balloon ruptured. An angiogram was performed and a spiral dissection was noted in the vessel. Three stents were placed covering the lesion and the dissection; it was noted that multiple stents placement was planned prior to the dissection as the majority of the rca was to be stented. Post dilatation of the stents with a 3.2 mm x 15 mm nc trek and a 3.75 mm x 15 mm nc trek was successful. Inflation with a 4.5 mm x 15 mm nc trek at 7 atm for 27 seconds, and inflation to 15 atm for 27 seconds noted that after balloon deflation it could not be retracted into the guide catheter; the balloon winged and did not refold. All the devices were removed from the anatomy without incident as the procedure was completed. There was no reported adverse patient effect. The patient had been discharged. Though requested, no additional information was provided.